Event description:
It was reported that a plate broke possibly due to off-label use. It was removed and replaced.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Typo and corrections: d3 - company name change only. G1 - company establishment name updated only - typo. G1 - contact office - manufacturing site address typo.